Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an abdominal wall hernia procedure. After replacing the reload, could not tack at all. There was no abnormality in the connection of the reload. Once the reload was removed, the handle was squeezed several times and another reload was connected, but could not tack. And the shaft did not return to the neutral position. The procedure was completed with another device. A reoperation was required due to the issue. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument timing was disrupted. No reloads were returned with the unit. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. Additionally the unit articulates and dearticulates properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the unit during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The shaft did not straighten. Per additional information received, no reoperation was required.